Event description:
Info was rec'd that reported a pt was hospitalized in 2009 due an incident of diabetic ketoacidosis. Per the reporter, the previous day at approx 9:30 pm, the pt measured her blood glucose as "high". At 4:30 am she was admitted to the hosp with blood glucose of 360mg/dl. She was treated with insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.